Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that computerized tomography (CT) noted the patient with pericardial effusion months after implant. Pericardiocentesis was performed. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.